Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 28mm mitral annuloplasty ring, it was explanted and replaced with a 27mm bioprosthetic valve. According to the surgeon, this patient's native valve annulus was dilated, there was severe tethering of the posterior leaflet and mild thickening of the anterior leaflet. Additionally, the papillary muscles to the posterior leaflet were "somewhat drawn up into the leaflet itself." After suturing the ring into place, saline testing demonstrated trivial regurgitation. All cannulae were left in place and cardiopulmonary bypass (cpb) was discontinued. The post-cpb transesophageal echocardiogram (tee) demonstrated moderate residual regurgitation. The patient was placed back on cpb, the ring was explanted, and a bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.